Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported issue when connected to a known good operating pump; however, upon further investigation, failure often occurs with newly built pumps. The root cause was unable to be determined.

Event description:
It was reported that the device alarmed for an intermittent wireless module connection error when connected to ac power. The product fault occurred upon opening. It was an out of box failure. There was no patient involvement.